Event description:
(B)(4). I'll go to sleep, and wake up so hot it is alarming. No sweat. 102, 103 temperatures. Goes away after waking up. Bad headaches, bad stomach aches, pain in my groin, dizziness, numbness in my hands, face and legs, irregular periods, painful periods, cramps like you wouldn't believe, thinning hair, acne, weight gain.